Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the replacement insulin pump had alarmed no delivery and also reported high blood glucose levels. The customer's blood glucose level at the beginning of the call was 400 mg/dl, but was 478 mg/dl by the end of the call. The customer reported symptoms of nausea and headache. The customer was unable to leave work to get syringes to treat because she did not have transportation. The customer declined assistance from helpline to call 911. The customer removed the infusion set but did not find a bent cannula. The customer's infusion set was replaced, however nothing was returned for analysis.